Event description:
The user facility reported that when the angio-seal device was being pulled after insertion into the artery, the suture and the tamping tube were not observed. Manual compression was then applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved with manual compression only. Estimated blood loss was less than 250cc. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr (long sheath/medikit). The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There were no other devices or equipment used with the reported product. The physician stated the following: there was no resistance at all when the device was being pulled. Since pulse of the leg was detected after the procedure, it is unlikely that the anchor, collagen, and suture could have entered the artery. The anchor, collagen and suture may have not been attached to the device originally.

Manufacturer narrative:
Patient identifier: requested, not provided due to hospital policy age or date of birth: requested, not provided due to hospital policy sex: requested, not provided due to hospital policy gender: n/a weight: requested, not provided due to hospital policy. Ethnicity: requested, not provided due to hospital policy. Race: requested, not provided due to hospital policy. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed. The exact root cause could not be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).